Event description:
It was reported that the patient underwent spinal cord stimulator implant on (B)(6) 2010. Fluoroscopy was used for the procedure. There were no complications reported. The patient¿s IV site was tender and the patient pulled out the IV in route to pacu. The patient presented for wound check and possible staple removal on (B)(6) 2010. The patient was doing well and was rating her pain much lower at a 2. The patient was very satisfied with the results at that time. The assessment was lumbar postlaminectomy syndrome, lumbosacral spondylosis without myelopathy, right lumbar radiculopathy, and right sacroiliitis. The patient continued to have low back and bilateral leg pain following implant. Later it was reported that the patient felt that she was not getting good coverage with the spinal cord stimulator. The patient stated pain level was a 5 out of 10. The patient was agreeable to meet with manufacturing representative for reprogramming. The patient was unable to attend church or do her house cleaning activities due to her pain. The patient continued to do well with her current medical therapy and felt it was helpful to take the edge off the pain. On (B)(6) 2010, the patient presented with chronic low back pain, lumbosacral spondylosis without myelopathy or lumbar post laminectomy syndrome, right lumbar radiculopathy, right sacroiliitis. The patient¿s status was post spinal cord stimulator implant. Neurotin was increased to 300 mg b.i.d. On (B)(6) 2011, the patient had complaints of right hip pain and right groin pain. The patient requested that the stimulator be explanted. The patient underwent caudal epidural steroid injection. On (B)(6) 2011, the patient reported to the healthcare professional (hcp) that the stimulator was flipped out and burning. The patient had pain over the stimulator site and an explant of the stimulator was scheduled. On (B)(6) 2012, the patient presented with a long history of chronic low back and lumbar radiculopathy. Several months prior to the patient¿s appointment the patient fell and her spinal cord stimulator leads withdrew. The patient was no longer experiencing stimulation. The patient underwent surgery for spinal cord stimulator lead and generator explanation. Fluoroscopy was used for guidance, once encountering the stimulator in its pocket; it was carefully removed with a tocar. The leads were then carefully taken away from the generator itself. The leads were easily withdrawn and appeared to be intact. There were no complications. The patient¿s pulmonary function was consistent with or improved from baseline levels preoperatively. Post operatively the patient had ineffective airway clearance and ineffective breathing pattern and decreased cardiac output. The patient presented one week post removal of stimulator from back. Diagnosis included ¿chf,¿ ¿dm ii,¿ ¿copd,¿ chronic back pain, and asthma. The ¿chf,¿ ¿dm ii,¿ ¿copd,¿ chronic back pain, and asthma were noted as pre-existing conditions.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3888-45, lot # v537002, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot # v537002, implanted: (B)(6) 2010, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3550-39, lot # n254982, product type accessory. (B)(4).